Event description:
It was reported that the patient experienced loss of fluid in an undetermined spot with an artificial urinary sphincter (aus). A revision surgery was performed. The patient did not experience any additional adverse events. No more information available at the moment. Should additional information become available, it will be provided.